Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd emerald¿ syringe the stopper was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported that "it was reported that the rubber part of the syringe plunger was found crushed and deformed when preparing for priming the catheter before use. Therefore, a new kit was used instead. The customer returned one 5cc syringe for analysis. No definite signs-of-use were observed. Visual analysis confirmed that the black seal was defective and appeared pinched between the barrel and the plunger tip. The plunger was removed, and the black seal maintained its deformed shape. The seal was removed to analyze the distal end of the plunger and no defects or anomalies were observed.

Manufacturer narrative:
A report for stopper jammed/defective was received with the material information of emerald syringe reference 303127. A picture sample was provided upon the report submission which displayed a syringe was a jammed stopper component; however, the stopper in the picture sample was black in color. Emerald syringes are made with green stoppers only. The manufacturing facility for the emerald syringe has confirmed that there is no chance of stopper mix-up during production, as the only stopper version available at the manufacturer (which produces and assembles this product) is green. A physical sample was returned for evaluation; unfortunately, the physical sample cannot be located at this time and therefore, bd has been unable to identify the exact product involved for further investigation conclusions. Although we are able to confirm the reported defect of stopper jammed through the provided picture sample, a root cause could not be determined at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.